Event description:
Revision surgery - the patient was having an anterior hip dislocation; the surgeon decided to reposition the acetabular shell and change the liner from a 10 degree to a 20 degree. He also changed the femoral head from a 32 neutral to a 32 x 40. The femoral implant was in good position; after all of these changes the results were successful.

Manufacturer narrative:
The reason for this revision surgery was a dislocation after 3 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital's pathology department and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed 4 prior complaints against this part and has one complaint with similar failure mode pertaining to "dislocation". This is the first complaint for the incident lot number lot# 861b1034. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Several factors not related to the implant can play a role in dislocation such as a loose joint from inadequate soft tissue, excessive range-of-motion, or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Kept by hospital's pathology dept.